Event description:
It was reported that when using the bd pyxis¿ es server system was experiencing an issue where multiple orders were not crossing over to multiple stations. Orders were not appearing or synchronizing between stations as expected, and the issue was observed across more than one station, indicating a system wide or server related problem. The issue impacted user workflow and medication retrieval processes. The customer stated that the malfunction occurred when user tried to issue medication to a patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system was experiencing an issue where multiple orders were not crossing over to multiple stations. A technical support specialist (tss) called and spoke with the customer and informed that the interface team had identified queued pill-up messages that had not crossed over, and later the interface team had confirmed that all messages were successfully processed. The customer checked the system, but the order was not crossing over at that time. The customer was advised that it might take some time for the order to appear and was requested to continue monitoring. Interface team recommended to the customer to exclude the care fusion coordination engine tracing database from maintenance activities because bd performs mandatory maintenance on the database, and additional maintenance could lock the database and cause message processing delays. A follow-up call was made with customer, who confirmed that when the user checked later, the order was visible, and no further issues were reported. The system functioned as intended after the technical support specialist assessed the device.